Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This occurred during the therapy initiated on (B)(6) 2014 at 22:15:52. During night drain cycle five, the patient's ultrafiltration reading was 1364ml, indicating the patient drained 1364ml more than their maximum programmed fill volume of 1700ml. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation was completed. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was verified through an event history log review. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is obtained, then a follow-up MDR will be submitted.